Event description:
It was reported that the physician could not insert the electrode array due to cochlear abnormalities. Reportedly, the patient had a revision surgery several weeks later and the internal device was explanted due to damage of the electrode array.